Event description:
The company was informed that the pt's device was explanted for medical reasons. There are no plans to reimplant. Once more info is available, a supplement report will be submitted.